Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and muscle stimulation. It was also noted there was noise on the rv channel due to isometrics/electromagnetic interference. There was no oversensing noted. The decision was made to surgically abandon and replace this rv lead. There were no additional adverse patient effects reported.